Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant product: biosense webster, inc. Product - carto 3 system, catalog #: unknown, serial #: unknown. Manufacturer's reference (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Approximately 1-hour post-procedure, the patient became hypotensive and unconscious. Cardiac tamponade was confirmed by transthoracic echo (tee). The patient was moved back to the ep lab and pericardiocentesis was performed. Due to significant withdrawal of blood and fluid from the pericardial space, the patient then was sent to the cardiac operating room for open heart surgery. The perforation was reported to be on the posterior wall of the left atrium. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. The physician did not provide a causality opinion. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 17-30 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module included 1.5mm, 3sec, and 2mm tag size. No additional filter was used with the visitag. The color option used prospectively was tag color by time 0-20 sec.

Manufacturer narrative:
During an internal review on (B)(6) 2019, it was noted that manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, manufacturer address street line 1¿ has been re-populated. Manufacturer's reference # (B)(4).